Event description:
It was reported that there was a confirmed first time overdischarge of the patient¿s device. The patient was unable to recharge her device due to a long hospitalization. Three pmrs (physician mode resets) were attempted today, with no sign of being able to recharge the device. There were no patient symptoms or complications associated with this event. No diagnostic testing or troubleshooting was performed, but it was noted that it would be performed in the future. Additional information received reported that the patient would be meeting with the doctor to discuss device replacement. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-43, lot# n224655, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-43, lot# n224655, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 355531, lot# n330459, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355028, lot# n321425, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient had missed their appointment and the patient's implantable neurostimulator (ins) had not come out of overdischarge. The reporter stated the patient's healthcare professional planned to replace the patient's ins.